Event description:
Per the clinic, the patient experienced redness, swelling and skin flap infection at the implant site resulting in magnet extrusion (date not reported). Subsequently, the patient underwent skin flap revision surgery on (B)(6) 2025. However, the issue did not resolve. The device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.